Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t-wave oversensing was observed on the lead. No inappropriate therapy was delivered. The lead remains implanted and will be monitored.